Event description:
The customer called in for some error messages that she had received. While troubleshooting the meter, it was discovered the meter was set in mmol/l. The customer was able to reset the meter back to mg/dl with assistance. The customer did not allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.